Event description:
It was reported that a replacement for this inflatable penile prosthesis (ipp) has been requested. It was said that the device was not working properly due to with the device not inflating. No further information was reported.